Event description:
It is reported that the patient underwent a complete knee revision due to loosening of the tibial component.

Manufacturer narrative:
The event listed on this form was previously submitted on manufacturing report number 1822565-2014-00782.